Event description:
The customer heard a blood glucose result of hi on the device. Customer didn't feel high and customer did not retest their glucose. Customer dosed extra insulin and passed out. Family member called the emts and they aren't sure if the emts checked their glucose. They gave custtomer some sort of sugar. Customer was taken to the ER and lab work was done, then customer was released. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.